Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. After inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the cds seemed to be keyed correctly. However, while applying the m knob, the device did not steer in the correct direction. The device was re-keyed and the same issues occurred. Therefore, the device was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.